Event description:
It was reported that, using ivus as the imaging modality, a femoral vena cava filter was deployed upside down in the left iliac vein. Allegedly, a jugular filter was packaged in a femoral filter package. Four days after implant, the filter was percutaneously retrieved from the iliac vein and another filter was implanted. The patient is in stable condition.

Manufacturer narrative:
This event was coincides to medsun report (B)(4). The lot number for the device has been provided. The device history records were reviewed with special attention to the raw material, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.

Manufacturer narrative:
In spite of several requests, only the retrieved ivc filter was returned for evaluation. The returned filter was intact and exhibited no anomalies. All dimensional measurements were within spec. As the delivery system, labeling and images were not returned, the results of the investigation are inconclusive. Based on the mfg review, there was no evidence of a product or component issue and the timing of mfg and packaging demonstrated that there was no opportunity for this event (mixed components / products) to occur. Therefore, the root cause does not appear to be mfg related. Based on the complaint history review and lot history review, this type of event has not previously been reported for this product line. There appears to be some unusual procedural factors related to this event as it was reported that the filter was placed using ivus and not fluoroscopy. According to the IFU, "venacavography must always be performed to confirm the proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading". In addition, the IFU warns the user never to advance the guidewire or introducer sheath / dilator or deploy the filter without fluoroscopic guidance. Without fluoroscopy or a venacavagram to confirm the implant site, it is possible that the delivery system was inserted in the right (contralateral) femoral vein and advanced up to and then around the iliac / ivc bifurcation then down in to the left iliac vein, which resulted in an upside down filter.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records received and reviewed, based on the medical records received: the patient had a prophylactic ivc filter placed for multiple trauma and anticoagulation contraindication using ivusto determine proper placement. Following the filter deployment procedure, an abdominal x-ray demonstrated the filter to be deployed upside down within the left common iliac vein. That same day, an attempt to retrieve the filter using a retrieval device, in addition to a snare with buddy wire were unsuccessful. Upon removal of the retrieval device, the lining was discovered to be torn. Four days post filter deployment, the filter was successfully retrieved. The patient status was not provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information based on medical records: it was reported that post vena cava filter deployment, an abdominal x-ray demonstrated the filter was deployed upside down within the left common iliac vein. During a same day filter retrieval procedure, multiple devices were used in an unsuccessful attempt to capture and retrieve the filter. Four days post filter deployment, the filter was successfully retrieved. The patient status was not provided.

Manufacturer narrative:
Conclusion: based on the information reported and the investigation, the root cause does not appear to be manufacturing related. In addition, based on the complaint history review and lot history review, this type of event for this product has not previously been reported. There appears to be some procedural factors related to this event as it was reported that the filter was placed using ivus and not a venacavagram. It is possible that the delivery system was inserted in the right (contralateral) femoral vein and advanced up to and then around the iliac/ivc bifurcation then down in to the left iliac vein, which resulted in an upside down filter. According to the IFU "venacavography must always be performed to confirm proper implant site". Labeling review: the current IFU (instructions for use) states: warnings: never advance the guidewire or introducer sheath/dilator or deploy the filter without fluoroscopic guidance. The eclipsetm filter - femoral is designed for femoral approaches only. Never use the eclipsetm filter and delivery system for superior approaches (jugular, subclavian or antecubital vein), as this will result in improper eclipsetm filter orientation within the ivc. Never use the jugular or subclavian delivery system for femoral approach, as this will result in improper eclipse¿ filter orientation within the ivc. Precautions: position the retrieval hook 1 cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. The introducer sheath has a radiopaque distal tip to assist in visualization and predeployment filter positioning. The radiopaque distal tip on the introducer sheath, when used in conjunction with the radiopacity of the pusher wire spline, provides a "target" location between which the filter should be positioned just prior to unsheathing and deployment. When measuring caval dimensions, consider an angiographic catheter or intravascular ultrasound (ivus) if there is any question about caval morphology. Directions for use: remove the guidewire and perform a standard inferior venacavogram in both the ap and lateral view, (typically 30 ml of contrast medium at 15ml/s) through the dilator. Check for caval thrombi, position of renal veins, and congenital anomalies. Select the optimum level for filter placement and measure the ivc diameter, correcting for magnification (typically 20 percent). The black indicator mark on the pusher wire provides a visual cue indicating that the filter is approaching the end of the sheath as the mark comes adjacent to the proximal end of the touhy-borst adaptor. Prior to deployment, the exact location of the filter within the sheath should be verified under fluoroscopy. Under fluoroscopic guidance, withdraw the pusher wire back into the storage tube by firmly holding the y-adapter, storage tube, and introducer sheath assembly and pulling back on the pusher wire. Do not twist the pusher wire handle at anytime during this procedure. Follow-up venacavogram: a follow-up venacavogram may be performed after withdrawing the introducer sheath into the iliac vein (typically 30ml of contrast medium at 15ml/s). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.